Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the anvil was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total gastrectomy and end to end anastomosis. The black release button was pressed to remove the white trocar from the tilt-top anvil but the button was more stiff than usual. The white trocar was able to be removed but the anvil center rod seemed distorted. A new circular stapler was used and the firing was completed successfully. No patient injury or extension in surgical time. Patient status is no problem.